Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver (lnd) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. The instrument was returned with a broken input disk and failed engagement during in-house testing. The instrument failed mechanical engagement when placed in the system with error code 22020. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were also found on grip input shafts. This failure likely caused the engagement failures observed. This failure is typically associated with mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is being completed to determine the cause of this reported event. Although the complaint regarding non-intuitive motion was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the large needle driver instrument (part# 471006-12/lot# k11211129 0442) associated with this event has been performed. Per logs, the large needle driver instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 2 remaining usable lives with no subsequent use recorded. No image or video clip for the reported event was submitted for review. The probable root cause of non-intuitive motion cannot be determined based on the information provided. Since the large needle driver was not returned, the reported event was unable to be confirmed or replicated. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the large needle driver instrument did not move properly in the patient side cart. The procedure was completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) followed up with the site on (B)(6) 2022 and obtained the following additional information: the device moved in an unintended direction. Patient information was not provided.